Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. Replaced the video cable and the video problem was addressed. Tracker component has been ordered and it is believed that this will address the transmitter/receiver issue. If additional information indicates otherwise it will be reported as required.

Event description:
It was reported that the itrak 3500l system will not recognize transmitter or receivers. The system displays a yellow box with a message that states "cal files must be loaded." It was also noted that the system has an intermittent problem with video cable to monitor. There was no report of patient injury.